Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on behalf of the patient to report that the receiver displayed error 67 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.